Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection procedure, they checked the opening/closing of the jaws of the stapler with no problem. The surgeon maximally articulated the jaws and tried to approach the tissue, however, due to lower site, the surgeon adjusted the cartridge to the tissue repeatedly. The cartridge indicator flashed and then could not open and close the jaws of the device anymore. Since the jaws could not be returned to the straight position, the surgeon removed the device and trocar. The surgeon return the jaws to the straight position and removed trocar from the device, then removed the cartridge from the shaft by force. They replaced the device with a new cartridge, and they were able to open /close the jaws as usual. The stapler seemed to work fine. However, finally, they replaced the device, and the resection was continued. The surgical time was extended by less than 30 minutes. There was no patient injury.